Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited decreased left ventricle (lv) pacing due to programming of lv only pacing during atrial arrhythmia. Physician noted that atrial flutter was undersensed due to blanking of the flutter wave which led to inappropriate tracking of the flutter. Patient was preexisting unwell with cardiogenic shock and heart failure requiring prolonged hospitalization. The patient had atrio-ventricular (av) node ablation due to this and recovered fully from the surgery. This device currently remains in service and no additional adverse patient effects were reported.